Manufacturer narrative:
During system installation, the user moved the calibration plate and his hand was grazed. He did not require medical attention. There was no serious outcome. The manufacturer inspected the component involved in the incident and found a sharp edge on one corner. The manufacturer also inspected the same type of components currently in stock and found that the same problem was present in multiple units. The root cause was found to be an inadequate product specification for this component: the manufacturer did not specify that this component is to be free from sharp edges or burrs. The manufacturer inspected the component involved in the incident and the same component in stock at the manufacturing site. Sharps edges and burrs were removed where found. The product specification and inspection work instruction were updated to specify no sharp edges and burrs. Customer support personnel have been instructed to visually inspect this component . Risk management has been addressed. This completes the required actions. No recall/correction initiated as not required.

Event description:
During system installation, the user moved the calibration plate and his hand was grazed. He did not require medical attention. There was no serious outcome.